Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer changed the needle and was able to fill the cartridge with insulin resolving the issue. Customer's blood glucose level ranged from 100-200 mg/dl.